Event description:
During attempted placement of a gastrostomy tube, the guidewire was pulled back into the scope along with the snare - causing damage to the wire; the damage to the wire caused a small laceration on the incisira of the stomach as the wire was pulled through the scope; minimal bleeding was noted and there was continued blood loss noted after the procedure. The tube placement was performed by interventional radiology someday.